Manufacturer narrative:
This report is submitted on november 02, 2023.

Event description:
Per the clinic, the patient experienced decreased loudness, headache and poor performance from the internal device, subsequent to head injury (specific date not reported). The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 18, 2023.